Event description:
Dealer states that the charger will not hold a charge. Dealer states he changed out batteries and now not even any lights will come on the charger. There is no report of any injury or ill effect to the end user. A call was placed for additional information. If any further new information is received, a supplemental report will be filed.

Manufacturer narrative:
MDR decision date: (B)(4) 2012, (B)(4) 2012 - lts - RMA (B)(4) has been initiated for this issue. Model m51, serial number/date code (B)(4) is approximately 1 year, 2 months old. The owner's manual part number 1125085, rev.j(oct-08)was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.